Event description:
The user reported that post placement, the catheter would not flush or drain properly. The catheter was tangled in the omentum. The physician places the device utilizing an open procedure rather than laparoscopically. The physician replaced the catheter. No lot number has been provided. No harm or injury was reported.

Manufacturer narrative:
Is this a single-use device that was reprocessed and reused on a patient? Unk, this information was not provided by the customer. No device is expected to be returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Merit is unable to determine a root cause without the affected device. If the device is returned in the future, a follow up report will be submitted.